Manufacturer narrative:
(B)(4), philips evaluated the device and found that it failed to detect the pads cable and test load. The device failed the defib and pacer tests. The problem was resolved by replacement of the power pca. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the device failed in testing.